Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Patient experienced peritonitis on (B)(6) 2014. The exact date was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap fell off of the catheter which resulted in peritonitis. The peritonitis was manifested by cloudy effluent. The patient did not require hospitalization. The patient was treated with unknown antibiotics (intraperitoneally, dose, frequency, and duration not reported) for peritonitis. On an unknown date, the patient completed antibiotic therapy. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.